Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and kept freezing during bolus delivery. The customer's blood glucose was over 400 mg/dl. The customer did not observe any significant events leading to the alarm. The caller stated that the customer was changing her site and reloading the insulin pump when the device kept freezing during delivery. She stated that the insulin pump would deliver insulin intermittently. The caller stated that they were able to complete the priming previously. She advised that the customer had been able to treat the high blood glucose with completion of the bolus. She declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.